Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from not being impacted to 374 mg/dl with a small level of ketones. An insulin injection was administered and water consumption were used to address the bg level. The more recent occlusions appeared to be related to the infusion set site; however, after changing the infusion set site a couple of times, the occlusions reoccurred. The contact was to change the supplies on the pump and continue to use it to manage diabetes; however, insulin injections were available if needed.